Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat gallstones during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on an unknown date. The physician used cautery to cross the anatomy. Furthermore, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent first flange was successfully deployed. The second flange was then deployed in the scope; however, the second flange did not release from the scope which resulted to the first flange moving out of its position. The monopolar plug also detached from the handle when the erbe connector was removed. Another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat gallstones during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed to treat gallstones.

Manufacturer narrative:
Block g4 has been corrected. Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h11: an axios electrocautery enhanced delivery system was returned for analysis; the stent was not returned. Visual examination of the returned device found the inner sheath kinked. The monopolar plug was detached and was not returned. No other problems were noted to the delivery system. The reported event of stent first flange difficult to position cannot be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The observed damages of inner sheath kinked, and monopolar plug detached were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the reported events and observed damages. Therefore, the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed to treat gallstones during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat gallstones.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat gallstones during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on an unknown date. The physician used cautery to cross the anatomy. Furthermore, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent first flange was successfully deployed. The second flange was then deployed in the scope; however, the second flange did not release from the scope which resulted to the first flange moving out of its position. The monopolar plug also detached from the handle when the erbe connector was removed. Another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat gallstones during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed to treat gallstones.